Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device check the patient implanted with this implantable cardioverter defibrillator (ICD) mentioned that the device was emitting tones. Device interrogation revealed that the tones were due to low out-of-range shock impedance measurement. Boston scientific technical services (ts) indicated that the insulation is likely compromised and recommended replacing the right ventricular (rv) lead. Surgical intervention was performed and the lead was extracted while the device remains in service. There was evidence of twiddlers syndrome. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. It is concluded that the device meets specifications. The allegation from the field is from 4 months prior to explant and may have been a result of a lead issue.